Manufacturer narrative:
The distal end (basket) was returned to olympus for evaluation. The reported complaint for the broken basket was confirmed. The basket was inspected and signs of stress were found on the wires. As an incomplete device was returned, the exact cause of the reported failure cannot be conclusively determined at this time.

Event description:
Olympus was informed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the basket became impacted and broke at the wire joint area. The surgeon used an emergency handle to break the stone free from the basket. This resulted in the basket breaking with the distal portion of the basket remaining in the common bile duct. The size of the calculus is reported to be approximately 1.5cm or larger. The physician used rat tooth grasper forceps to retrieve the basket remnants. The intended procedure was completed using a cholangioscopy spyglass guided electrohydraulic lithotripsy (ehl) and a balloon sweep. No adverse outcome was reported.